Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) blood pressure port has a shortage, not getting accurate reading. It is unknown under which circumstances the event occure however, no patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a daily function check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) blood pressure port has a shortage, not getting accurate reading. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found bp connector broken. Bp adapter cable has to be forced into iabp connector to show wave forms, as otherwise would not show wave forms. Fse replaced front end module. Installed required sw b.17 post board replacement. Post replacement, able to seat and retrieve bp connections with ease and identify waveform on display without issue. Nothing unusual identified in the logs. Complete preventive maintenance. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.the defective components were received for further investigation. The nrc received part pn: 0670-00-1164 sn: 14 06146 48_htc front end board. This part was received with a reported unit failure of broken bp connector. Performed visual inspection of this part received and part looks to be in good condition. Installed the front-end module board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The nrc verified the failure of broken bp connector while fiber optic test. The front-end module board failed testing. Sending the board to the supplier for failure analysis as per procedure number (B)(4). The failure analysis and testing dept. Received pcb, front end, rohs serial number (B)(6) from the supplier. The supplier stated they completed manual tests. However they never stated in their report that connector j2 was defective. The fat proceeded to test the connector by using a cardiosave trainer to insert the blood pressure cable into j2. The blood pressure cable could not be inserted into connector j2. Connector j2 is defective. The board failed testing. Retaining the board in the fat per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.